Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of pulling infusion set out and was needing assistance rewinding insulin pump. Customer reported that blood glucose was 284 mg/dl and it elevated to 503 mg/dl. Customer stated that high blood glucose was due to pulling infusion set out. Customer received assistance rewinding insulin pump.